Event description:
(B)(4). It was reported that a metal piece had chipped off the central axis near the drop tube of a dual yoke suspension. The piece had fallen off during a procedure, but was located over 3 feet away from the sterile field. There were no reported adverse consequences.

Manufacturer narrative:
Pt info was not available at the time of this report. There is no exp date for this product. : actual device was evaluated on site by a filed service rep on (B)(4) 2011. (B)(6). The manufacture date of the device is unk at the time of this report. Eval summary: after further eval by an on site field tech, it was concluded that a dowel type stop inside the drop tube broke off, and as the arm was rotated, it was wedged inside the channel and pushed out a small piece. The root cause is still being investigated at the time of this report. It was also confirmed that while the piece did fall off during a procedure, the central axis was located about 3 feet away from the sterile field, and no adverse consequences were reported. However, if the piece were to have fallen into the sterile field, it has the potential to cause or contribute to a serious/severe health risk. In this case, the suspension will be replaced. This type of non-conformance will be monitored for adverse trends. This is not a single use device.